Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that black/brown discoloration was found on the bd syringe luer-lok¿ tip before use. The following information was provided by the initial reporter: "discolouration and black/brown marks on the syringe".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/15/2020. H.6. Investigation: one sample was received and investigated; it came in a sealed opened packaging blister. A visual inspection was performed. It has embedded degraded resin in the barrel flange and at the barrel at the 3ml-5ml mark. DHR was performed. This symptom was detected during the inspections of this lot. The product was isolated and scrapped. This unit is an escape from that event. A potential root cause is associated with the syringe molding process. The embedded degraded resin in the barrel wall and at the flange can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. Inspections at the molding and assembly processes have special attention to these defects. There was a documentation for this type of defect during the production run of this batch. During the inspections discoloration was reported, 600 units were scrapped.

Event description:
It was reported that black/brown discoloration was found on the bd syringe luer-lok¿ tip before use. The following information was provided by the initial reporter: "discolouration and black/brown marks on the syringe".